Event description:
As reported by the user facility: the customer reported that a patient had died during dialysis. In the additional information obtained, the cause of death was named as cardiopulmonary arrest. Some information about the patient's medical history described end-stage renal disease, a history of diabetes, deep vein thrombosis and a partial foot amputation. A technical safety inspection of the machine was performed. The tsi was passed, confirming that the machine works as intended. The investigation of the received machine data record shows that at; 1:01:30 (trend time) all machine self-tests were passed successfully. 1:54:43 (trend time) and 1:59:58 (trend time) automatic blood pressure measurements (abpm) were taken, the first with the result 175/163 mmhg, pulse 49 bpm and the second with the result 139/121 mmhg, pulse 68 bpm. As the diastolic value of the first measurement was too high, the device triggered the alarm abpm: dia press. Is too high'. After these two measurements, no further abpm measurements were performed. During the preparation, the self-tests were passed and the therapy was started. 1:59:58 (trend time) main flow was activated. 2:26:24 (trend time) change of final conductivity from 138 mmol/l to 150 mmol/l. Approximately 5 minutes later, the arterial pressure (pa) suddenly dropped from approximately -170 mmhg to -240 mmhg, whereupon the device triggered the arterial pressure - lower limit' alarm and switched to patient-safe mode. The alarm was confirmed 15 seconds later. However, the pa suddenly dropped further to -430 mmhg, whereupon the device triggered the alarms arterial pressure - lower limit' and arterial pressure - lower limit (sup)' and switched to patient-safe mode. All alarms were confirmed. 2:46:30 (trend time) final conductivity was changed to 148,5 mmol/l. 3:05:30 (trend time) minimum ultrafiltration (uf) was activated. Two minutes later, 3:07:42 (trend time) final conductivity was set to 147,0 mmol/l. Ten seconds later, 3:07:52 (trend time) the venous pressure (pv) decreased from approximately 250 mmhg to 160 mmhg, whereupon the device triggered the alarm "venous pressure - lower limit - check access" and switched to patient-safe mode. Six seconds later, the alarm was acknowledged. Then pv increased to 207 mmhg and exceeded the upper limit of 193 mmhg. Therefore, at 3:08:34 (trend time) the machine triggered the alarm "venous pressure - upper limit". Some seconds later, 3:08:42 (trend time) this alarm was acknowledged. 3:10:04 (trend time) the pv decreased again to circa 140 mmhg and the device triggered the alarm "venous pressure - lower limit - check access". Three seconds later the alarm was confirmed. 3:10:39 (trend time) venous pressure increased to 203 mmhg causing the alarm "venous pressure - upper limit". Eight seconds later, the alarm was confirmed. 3:17:17 (trend time), circa 1:14 hours after therapy start, the ultrafiltration volume was changed to 2500 ml and minimum uf was deactivated. 3:29:34 (trend time), circa 12 minutes later, the final conductivity was changed to 145,5 mmol/l. 3:36:08 (trend time), circa 7 minutes later the uf volume was changed to 2300 ml. 3:44:08 (trend time). Approximately 1:41 hours after therapy start, minimum uf was again activated. 3:45:48 (trend time): the red detector (rdv) of the safety air detector (sad) switched from "red" to "no more red". This is an indication that the blood line was removed. Three seconds later, the venous pressure decreased from circa 230 mmhg to approximately 145 mmhg and therefore the alarm "venous pressure - lower limit - check access" was triggered. This alarm was acknowledged three seconds later. 3:46:01 (trend time), the pa decreased to -427 mmhg and the machine triggered the alarms "arterial pressure - lower limit" and "arterial pressure - lower limit (sup)". 3:47:59 (trend time), the machine triggered the alarm "blood pump is stationary (sup)" because the blood pump had not been running for 2 minutes. The alarm was acknowledged, but the venous pressure increased to 343 mmhg and the machine triggered the alarms "venous pressure - upper limit" and "venous pressure - upper limit (sup)". The blood pump remained stopped for the rest of this machine data record. 3:55:29 (trend time), that is approximately 1:52 hours after therapy start, the device was switched from therapy to end of therapy phase. The analysis of the machine data record and all relevant parameters documented therein revealed no anomalies or indications of a malfunction of the device. There is no product deviation. In general, all safety relevant functions are tested during the self-tests in preparation. Without having passed the self-tests a therapy start is not possible. If during therapy a safety relevant malfunction occurs, the machine triggers an alarm and switches to patient-safe mode. In conclusion, based on the analysis and evaluation of the reported and provided information there was not malfunction of the device and the device has not led to the patient's death. This is in line with the customer's statement. This case is classified as not reportable to the competent authority by the manufacturer.